Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that patient with a bioprosthetic aortic valve, with implant duration of seven (7) years and one (1) month, underwent a valve-in-valve procedure due to stenosis. A tavr was performed with an edwards transcatheter valve with a great outcome. No other details provided.

Event description:
It was learned that patient with a bioprosthetic aortic valve, with implant duration of seven (7) years and one (1) month, underwent a valve-in-valve procedure due to severe aortic stenosis. Tte showed a peak velocity of 4.8m/s, a mean gradient of 57mmhg and a calculated valve area of 1cm2. A tavr was performed with an edwards transcatheter valve. The patient tolerated the procedure without any hemodynamic instabilities. The patient's post-tavr recovery was unremarkable. Postop tee showed the valve-in-valve in it's expected position with a peak antegrade velocity of 3.2m/s and a mean gradient of 25mmhg. There was no aortic regurgitation noted. He was discharged home on pod #6.